Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately three (3) minutes at 19:26 pm on (B)(6) 2018, which is sufficient time to replace the reagent; and the station properties were reset at 19:29 pm on (B)(6) 2018. A user affirmed in the instrument software that the ethanol concentration in bottle 5 was to be set to the default concentration of 100% at 19:29 pm on (B)(6) 2018. However, the discrepancy between the ethanol concentration measured by hydrometer of 75% and that calculated by the instrument software of 100% indicate that a use error occurred during replacement of this reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 5 (ethanol), which had a measured ethanol concentration of 75% was used for the final dehydration step of the "factory 1 hr xylene standard" protocol started in retort a at 11:35 am on (B)(6) 2018, from which sub-optimal tissue processing was reported. Although not reported by the complainant, the quality of tissue processing from the "factory 6 hr xylene standard" protocol started in retort b at 19:54 pm on (B)(6) 2018; the "factory 8 hr xylene standard" protocol started in retort a at 20:10 pm on (B)(6) 2018; the "factory 6 hr xylene standard" protocol started in retort a at 19:54 pm on (B)(6) 2018; and the "factory 8 hr xylene standard" protocol started in retort a at 19:59 pm on (B)(6) 2018 would also have been adversely impacted, because the reagent in bottle 5 (ethanol) was also used for the final dehydration step in these protocols. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the five (5) protocols between 23 and 27 march 2018. The root cause of the sub-optimal tissue processing reported was a use error, which occurred between 19:26 pm and 19:29 pm on (B)(6) 2018, as evidenced by the discrepancy between the measured and calculated ethanol concentration in bottle 5. The facts suggest that a user failed to correctly complete manual replacement of the reagent in bottle 5 (ethanol).

Event description:
On 28 march 2018, the leica field service engineer (fse) was advised by the laboratory that tissue did not process correctly from the 1 hr run in retort a which completed at 12:56 pm on (B)(6) 2018. On 28 march 2018, the leica field service engineer visited the customer site to assess the operation and function of the instrument. The fse performed a warm water flush on retorts a and b using bottles 1 (formalin) and 2 (formalin); found wax chambers 2 and 3 to be overfilled; the fill level in wax chamber 4 was below the minimum fill level; and found a gauze in the wax stuck against the wax filter. The fse and the laboratory supervisor measured the ethanol concentration in bottles 3 and 10 inclusive and found that the variance between the measured ethanol concentration and that calculated by the instrument software was acceptable with the exception of bottle 5. The measured ethanol concentration in bottle 5 was 75% and the calculated concentration was 100%. The fse reviewed the instrument logs and noted that the reagent in bottle 5 had been replaced on (B)(6) 2018. The fse drained all the reagent bottles; advised the laboratory to replace all the reagents and the wax in the four (4) wax chambers; and performed minimum verification testing, for which all results were satisfactory. The instrument was found to be operating within specification. On 19 april 2018, leica biosystems (B)(4) received information that all tissue samples exhibiting sub-optimal processing were diagnosable.